Manufacturer narrative:
Additional information : h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found the haptic torn and deformed with foreign residue on the lens. Claim# : (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -09.00 diopter, within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. Another same model/length lens was implanted during the same surgery and the problem was resolved. The cause of the event was unknown.